Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. D4: full UDI is not available due to missing information, unknown lot number.

Event description:
It was reported that during a procedure, the blade broke. It was further reported that the patient suffered a cut artery, which required a blood transfusion. It was also reported that a new blade was used to complete the procedure without any issues.

Manufacturer narrative:
H2: device evaluation, catalog number received. D4: full UDI is not available due to missing lot number. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the blade broke. It was further reported that the patient suffered a cut artery, which required a blood transfusion. It was also reported that a new blade was use to complete the procedure without any issues.